Event description:
N/a.

Event description:
It was reported that during power-up, the display in the cs300 intra-aortic balloon pump (iabp) was flashing with nothing on it (blank screen). There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and was able to verify the blank screen. The fse replaced the solenoid driver pcb. After replacement, the fse then verified screen powering on. Subsequently, the fse performed all functional and safety tests as per factory specifications. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.